Event description:
Treatment of an avm. It was reported during procedure, the physician injected approximately 0.4ml of dmso and noted the solution in the syringe becoming cloudy. Afterward, the physician realized the syringe used was not the dmso compatible syringe provided in the onyx kit. Approximately 0.17 ml of dmso was injected into the patient's avm. Post procedure, the patient woke up with slight hemiparesis.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).